Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer reloaded cartridge and was able to resume insulin delivery without further issues.